Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during device check the physician was unable to interrogate this pacemaker due to battery was dead. Further information was received indicating that the patient was not compliant to follow ups. Moreover, the device was discarded in the hazardous materials. This pacemaker was explanted. No additional adverse patients effects were reported.